Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 721mg/dl. The caller stated that she was feeling fine, laid down, but her glucose level kept going higher and higher. The customer was told by the doctor that the insulin pump was not functioning properly. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.